Event description:
While doing the leak test at the end of the procedure, the surgeon said the suction irrigator was leaking. The fluid was coming out of the back of the handpiece where there are two small slits. According to the surgeon, this occurs several times a week with this device.